Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-19225 and 1627487-2013-19226. It was reported the patient experiences overstimulation in his lower limbs causing him to jump. The patient receives minimal pain relief from the scs system. Next course of action is unk at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.